Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black; case type = ngp. Customer returned insulin pump for alleged possible under delivery anomaly and high blood glucose found on september 13, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The insulin pump passed the displacement accuracy test at 0.0869 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No unexpected alarms, alerts, or anomalies were noted during testing. Successfully downloaded insulin pump history files and traces using thus software and generated carelink reports. In the insulin pump history files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 0 u on september 13, 2022 at 00:00:00.000 and 0 u on september 14, 2022 at 00:00:00.000. Insulin pump was cut open to perform visual inspection and found a cracked component on electrical board 1. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Possible under delivery anomaly were not confirmed during testing. Unable to verify customer's complaint for high blood glucoses. Cracked component was confirmed found on electrical board 1 , c-16 component. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering basal. Customer performed the self test and displacement test and they passed. Customer also experienced high blood glucose. The blood glucose was 22 mmol/l. Customer was using the insulin pump system within 48 hours of reported high blood glucose event and customer was feeling bad. Customer was reporting symptoms related to their high blood glucose and the auto mode/smartguard feature was not active at time of high blood glucose event. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was replaced the insulin pump. The device will be returned for analysis.